Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple shocks as inappropriate therapy for the patients atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was consulted and discussed device programmed settings, with available programming options discussed, with sensing optimization recommended. This device remains in service. No additional adverse patient effects were reported.